Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant wear and concomitant synovitis.

Event description:
Investigation is completed.

Manufacturer narrative:
Event description: it was reported that the product was implanted on an unknown date and a revision surgery is necessary as implant shows signs of high wear and concomitant synovitis. This is observed post 13 years of implant. Surgery. Review of received data: x-rays: pelvis overview taken on (B)(6) 2019: there is a thp implanted in the left hip. The head is not centered in the cup and has a superior position. The inclination angle of the cup is approximately 56°. Axial view of the left hip taken on (B)(6) 2019: the head is not centered in the cup and has a superior position. Pelvis overview and axial view of the left hip taken on 06 december 2019: the x-rays show the situation after the revision of the left thp. The pelvis overview shows thp¿s implanted in the left and right hip. Surgical report: medical letter of (B)(6) 2019: diagnosis: insert wear at the total hip prosthesis (thp) on the left side. Anamnesis: since a long time the patient had complaints in the left hip at state after thp and lately these clearly progressed. In the meantime the patient started to have resting and night pain. The pain-free walking distance is considerably reduced. Findings: clearly left limping gait pattern, inguinal pain and trochanteric pain, patient experiences pain at the extremes of their range of motion, pain when shaking the leg and at axial compression. Imaging: pelvis and second view of the left hip taken on (B)(6) 2019: no signs of loosening of the thp. Massive eccentric head position, otherwise inconspicuous image of the pelvic skeleton. Revision report of (B)(6) 2019: diagnosis: massive insert wear after cementless thp on the left side in 2006. Procedure: the patient is positioned in a right lateral position. A skin incision is made in the area of the old surgical scar above the left trochanter major. The joint is opened and plenty of foreign body granulation tissue is found. This is resected (histology). The hip joint is dislocated and the head is removed. The inspection of the stem shows an absolutely firm fixation at the stem entrance. The insert shows considerable signs of wear and is thinned out apically. The insert is removed from the cup. The cup is firmly seated in the acetabulum. A 46/28 mm hooded insert is inserted and the hip joint is reduced with a 28/xl trial head. This shows stable joint conditions without dislocation tendency. A final head of similar size is impacted on the stem taper. The reduction confirms the previously measured range of motion, there is no dislocation tendency. An epifascial drainage is inserted and the wound is closed. The postoperative x-ray check shows a correct reconstruction of the hip without accompanying bony injuries. Product evaluation: visual examination: the articulation surface of the pe insert is worn to an oval. The wear is oriented towards the equator region in such a way that the thickness of the rim is clearly diminished here. At this location, two pieces of the equatorial region of the insert are broken. The two broken-off pieces exhibit layer delamination and cracks in the pe. It seems that further piece/pieces is/are missing to form the original geometry of the insert. On the insert¿s rim there are two opposite sickle shaped, approximately 20 mm long indentations. One has a smooth worn appearance covering the entire width of the rim and one has an rough appearance covering half of the rim¿s width. Layer delamination can be observed at the location of both sickle shaped indentations. On the articulation surface different areas can be recognized: a worn area with diminished pe thickness, a shiny polished area and an area where the machining marks are still recognizable. Area 1 and 2 form the loaded area. There is a borderline between area 1 and 2. Half of this borderline exhibits a difference in height between the two areas. The other half consists of a stripe with a mixture of particle and layer delamination. In area 1 there is a whitish zone visible, approximately 5 mm in length. In area 3, a yellowish zone with signs of layer delamination can be observed. Along this yellowish zone there is a crack in the pe partially running through the entire thickness of the equatorial region. On the anchoring side of the insert, there is a set of indentations from the shell¿s fixation spikes. On approximately half of the anchoring side (corresponding to the loaded area on the articulation side) backside changes can be seen. The pole region corresponding to the above mentioned half protrudes slightly due to cold flow. On the rest of the anchoring surface the machining marks are still visible. On the pole pin slight indentations can be seen. Wear estimation: due to the condition of the articulation surface of the inert a 3d wear measurement cannot be performed. To estimate the articulation wear, the thickness of the insert was checked with a caliper type schnelltaster system kröplin at the loaded area and at the corresponding opposite unworn area. The difference between these two values was calculated and amounts to approximately 3.6 mm which results in an approximate wear rate of 0.26 mm/year. Several peer-reviewed studies on in vivo behavior of conventional polyethylene cups combined with 28 mm ceramic heads were performed. The reported average wear rate for polyethylene was between 0.08 mm/year and 0.16 mm/year. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on an unknown date and a revision surgery is necessary as implant shows signs of high wear and concomitant synovitis. This is observed post 13 years of implant. Surgery. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The pe insert was revised after 13 years and 9 months in vivo due to wear. During revision surgery after opening of the hip joint foreign body granulation tissue was found and the insert showed considerable signs of wear and was thinned out apically. The x-rays taken before revision show that the head is not centered in the cup. This can be attributed to the phenomena observed on the articulation surface of the pe insert. On the pelvis overview taken 11 months before revision, the inclination angle of the cup was measured to be approximately 56°. According to the implantation steps in the surgical technique, the cup should be impacted at 40°-45° inclination and 10°-15° anteversion. However, without an x-ray follow-up the position of the cup immediately after implantation and any potential changes over time in vivo stay unknown. Two pieces of the equatorial region of the pe insert are broken off and its articulation surface is worn to an oval. The insert including the pieces shows layer and particle delamination as well as cracks which can be attributed to material embrittlement due to oxidation. As a mixture of particle and layer delamination could be observed along one half of the borderline it might be possible that at one point in time there was also layer delamination in the loaded area. The wear estimation revealed an approximate linear wear rate of 0.26 mm/year. This value reflects the entire material loss combined of possible layer delamination and wear. Compared to [1-4] this value is elevated. Besides the delamination, the inclination angle of the cup and the patient¿s bmi could have contributed to this. The sickle shaped indentation on the insert¿s rim with a smooth worn appearance points to an impingement with the stem¿s neck. Correspondingly, the opposite sickle shaped indentation with a rough appearance could point to a situation where the head articulated in a subluxated position against the rim. Based on the retrieval investigation and without the results of the histological examination of the tissue resected during revision surgery it can only be hypothesized that the material loss of the pe insert could possibly be a reason for the foreign body granulation tissue found at revision surgery. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant wear and concomitant synovitis.

Manufacturer narrative:
Additional information which was received on jan 7, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical product: biolox forte, head, l, 28/+3.5, taper 12/14; catalog no#: 122807; lot#: 2293919. Original m.e. Mler, stem, pt-s30, standard, straight, cemented, 7.5, taper 12/14; catalog no#: 350029075; lot#: 2304853. Allofit alloclassic shl 46/ff; catalog no#: 4242; lot#: 2242099. The manufacturer received x-rays, other source documents (surgical reports, labels, per) for review. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).